Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer indicated that the transmitter worked when the location was changed. A replacement pump was declined.